Event description:
It was reported that during the surgical procedure, at the moment of placing the screw in the femoral tunnel, it broke in half with the tip of the screw inside the patient, so with the help of a tweezer, the remains of the screw were completely removed, this generated a delay and the need to place another screw of the same reference. No patient injury was reported.

Manufacturer narrative:
One (B)(4) biorci 7x20mm screw reported on. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Use of other than recommended prep instrument size or types. 2. Getting entangled up with other instruments or devices. 3. Stripping or over-torque. 4. Damaged prep instruments. 5. Unexpected bone density/condition. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. Prior to use inspect the tip of the driver. If tip flaring is apparent do not use the driver. Excessive force should not be placed on the delivery instrument. If hard bone is encountered, the biorci tap should be used. Final product met specifications upon release to distribution. No further investigation is warranted at this time.

Manufacturer narrative:
Additional information. One biorci 7x20mm screw returned. The complaint stated: ¿at the moment of placing the screw in the femoral tunnel, it broke in half with the tip of the screw inside the patient.¿ the product was fractured. It was also severed vertically. The conditions are consistent with excess torque applied and entanglement with a guidewire or other instrument. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Prep per the instruction for use recommendation is critical for ease of insertion and successful anchoring. Per instruction for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. Prior to use inspect the tip of the driver. If tip flaring is apparent do not use the driver. Excessive force should not be placed on the delivery instrument. If hard bone is encountered, the biorci tap should be used.¿